Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a database error. A technical support specialist (tss) dialed into the station, and applied ka (retry - insert into purge purge statistics) the data that triggered the retry was removed from either the server or the station to successfully clear the retry condition and confirmed that the station was successfully uploading. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station had database error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.